Event description:
It was reported the patient experienced redness and small amounts of pus at the implantable pulse generator (ipg) pocket site. The physician assessed possible infection, and the patient underwent a procedure to washout the incision site. The patient was prescribed antibiotics and did well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.